Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm (a33 alarm). The customer also reported that they experienced high blood glucose. The customer's blood glucose was 300 mg/dl at the time of incident. The customer reported that they treated the high blood glucose with manual injection. The customer stated that the drive support cap was sticking out. The device was not bumped or dropped prior to the alarm (a33). The insulin pump will be returned for analysis.